Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report the control cable and expiratory cassette compartment have been damaged. Claimed parts have been replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. It remains unknown when the incident occurred and under which circumstances, therefore the cause of the issue has not been determined.

Event description:
It was reported that the ventilator's unit fell off the base. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.